Event description:
Placed dexcom g7 sensor. I have used the product for years and am familiar with the placement technique. In the last 6 months my order of 9 sensors has had numerous faulty insertions resulting in the inability to use the sensor and forcing me to get replacements. This happened again at placement on (B)(6) 2025. I have no additional sensors inasmuch as my new order is being shipped. I have no ability to monitor my blood glucose and there are times during sleep when my monitor would go off due to too low of a blood glucose level waking me up before I crashed. This is happening way too frequently. Faulty sensors are not an efficient way to monitor daily and nighttime blood glucose. Low glucose levels are a life-threatening incident. Reference reports: mw5164770, mw5164771, mw5164772, mw5164773, mw5164775, mw5164776, mw5164777, mw5164778, mw5164779.